Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new (B)(6) battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new (B)(6) battery was inserted again but the display did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error test. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alert and a blank display noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.